Manufacturer narrative:
Patient initially alleged that their pump "leaked at the port." No leak was found during the device analysis. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem. A second demand bolus, programmed with the same parameters, at 37 °c, also produce fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 4-day time period at 37°c. The dispensed volume was 5.075 ml (64%) of the expected volume. It was confirmed that the pump was not flowing at a level that could result in the overdose of a patient. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
Technical solutions received a message from a patient alleging that their pump was malfunctioning. The patient stated that the pump "leaked at the port" and overdosed them twice. Patient also stated that the pump had emptied and "not sent a notification." Per follow-up with clinical specialist (cs), health professional reported, "the patient requested a pump decrease as [they] wanted it removed but there is not really an explanation as to why." Medical notes indicated that the patient had alleged feeling lightheaded and overmedication after refills. Weekly decreases were performed prior to pump replacement of the 20ml with a 40ml.